Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: b5: during subsequent follow-up with the reporter additional information was obtained. The reporter clarified that the issue was observed right before cuts were made, when the tibia was about to be cut. The event occurred in the morning. The surgeon did not change anything, they noticed the device was loose and requested a replacement. It was reported that there were no issues with the cuts and no problems occurred. There were no treatments, delays or cancellations because of this event. The attachment was not tightly connected to the robot. When the surgeon checked it before the cuts, there was a little play up and down. Update: d4, h4: the lot number, primary UDI number and device manufacture date has been added.

Event description:
This is report 2 of 2 for (B)(4). It was reported that during a total knee arthroplasty surgery, two robotic-assisted solution device array interface device attachments were loose before any cuts. The surgeon requested replacements because they did not want them to fall off. There were no issues with the cuts, and no delays or other issues during the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.